Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly cannot hear anymore using the device since (B)(6) 2021 and the in situ measurements show channels with high impedance. Reportedly, the user was hit on the head by someone. The user was showing good benefit before. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report. Correction to follow up report #1: device has been received for investigation on (B)(6) 2022.

Event description:
The user suddenly had not been able to hear anymore using the device since (B)(6) 2021 and the in situ measurements showed channels with high impedance. Reportedly, the user was hit on the head by someone. The user has been reimplanted on (B)(6) 2022.

Event description:
The user suddenly had not been able to hear anymore using the device since (B)(6) 2021 and the in situ measurements showed channels with high impedance. Reportedly, the user was hit on the head by someone. The user has been reimplanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.